Manufacturer narrative:
Upon receipt, the lead was found cut through some 38 cm distal to the is-1 connector pin. Both fragments were returned for analysis. An insulation segment at the proximal part of the distal fragment was not received for analysis. It is reasonable to assume that the lead was dissected during surgery. The lead fragments were extensively analyzed. The analysis of the lead fragments demonstrated a damaged insulation at some 38 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The cuttings in the insulation resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 24 months, oversensing was reported. No adverse patient side effects have been reported. The date of implant was not provided.